Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR: 1018233-2013-01393 and 1018233-2013-01391.